Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler rx is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a 99% stenosed, mildly tortuous, and heavily calcified concentric de novo lesion in the proximal left anterior descending artery. During pre-dilatation, a 1.20x06mm traveler rx balloon dilatation catheter (bdc) was inflated; however, the indeflator dropped pressure after reaching approximately 10 atmospheres. The bdc was removed and a pinhole rupture was confirmed. The procedure was successfully completed with a same size non-abbott bdc. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.